Event description:
Customer alleged blood glucose results of 262 mg/dl, 121 mg/dl, and 113 mg/dl when testing was performed within 2 minutes on the compact plus system. Customer reported having symptoms of low blood glucose and self-treated with carbohydrates. Customer reported feeling better within a few minutes. A request was made for the return of the suspect device and replacement product was sent.